Manufacturer narrative:
(B)(4).. It was reported that the 3d model wouldn't load correctly and the fse present on site had to do a manual restart. DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of data logs determined that a first device shutdown not reported in the complaint description occurred while loading patient series from pacs due to a crash of an application, this is a known design defect. Then the user tried to load an oversized CT exam which contains 284 slices. As the IFU recommends that the number of slices must be between 100 and 255 (for MRI and CT scan), this event can be considered as a use error.

Event description:
It was reported that the 3d model wouldn't load correctly and the field service engineer had to do a manual restart. The CT uploaded was around 270 slices. So that could have been the issue with it building the 3d model. The fse restarted the robot and uploaded the same CT with about 230 slices and the 3d model worked and it was able to complete successful frame registration.